Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker experienced difficulties to interrogate following the newest software upgrade. Technical services (ts) reviewed the information and noted the device displayed alerts for a code 1003 indicative of battery voltage too low for projected remaining capacity and disabled radio frequency (rf) telemetry. Further analysis confirmed the device had previously disabled rf telemetry due to a low loaded battery voltage measurement associated with high battery impedance, representing a true positive remote monitoring disabled (rmd) event. Ts discussed that the software update did not restore rf telemetry functionality in this case and recommended avoiding further interrogations due to the potential risk of transition to safety mode through wand telemetry interactions. Device replacement was recommended as soon as clinically appropriate. No adverse patient effects were reported. This pacemaker remains in service.